Event description:
Reportedly, the status led of the subject home monitor remains orange despite several device resets, and despite communication attempts in different rooms.

Event description:
Reportedly, the status led of the subject home monitor remains orange despite several device resets, and despite communication attempts in different rooms.